Event description:
It was reported that an unspecified bd vacutainer underfilled and had the glass break during use. The following information was provided by the initial reporter: "it was reported underfilling of the vials and vial being shattered in the centrifuge."

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. The customer's address is unknown. (B)(6) has been used as a default.

Manufacturer narrative:
The following field was updated due to corrected information: b.5. Describe event or problem: it was reported that an bd vacutainer® acd solution a blood collection tube underfilled and had the glass break during use. The following information was provided by the initial reporter: "it was reported underfilling of the vials and vial being shattered in the centrifuge." H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that an bd vacutainer® acd solution a blood collection tube underfilled and had the glass break during use. The following information was provided by the initial reporter: "it was reported underfilling of the vials and vial being shattered in the centrifuge."

Event description:
It was reported that an unspecified bd vacutainer underfilled and had the glass break during use. The following information was provided by the initial reporter: "it was reported underfilling of the vials and vial being shattered in the centrifuge."

Manufacturer narrative:
The following fields were updated with corrections: d.1. Device brand name: bd vacutainer® acd solution a blood collection tubes. D.2. Common device name: blood specimen collection device; product code: jka. D.3. Manufacturer name: becton, dickinson & co. (Broken bow). D.4. Catalog number: 364606; UDI number: (B)(4). G.1. Manufacturing site: becton, dickinson & co. (Broken bow). G.5. PMA/510(k) number: preamendment.